Manufacturer narrative:
The device was explanted on (B)(6) 2026. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The device switched to the eri battery status on (B)(6) 2026. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was measured and proved to be normal and expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. Next, the battery was opened to inspect the individual components of the battery. These were as expected in accordance with the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the pacemaker no conclusion can be drawn regarding the root cause.

Event description:
Eri status was noted via home monitoring. Device currently remains implanted. Should additional information be received, this file will be updated.